Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she was having trouble finding an appropriate site. The customer's blood glucose was 156 mg/dl at the time of incident. The customer's blood glucose was over 400 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer stated that insulin was dripping when she ran the insulin through. The insulin pump will not be returned for analysis.